Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asympomatic patient presented in clinic for routine follow up. During capture threshold and sensing testing, the device lost telemetry and could not complete the tests. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. No anomalies were found.

Event description:
Additional information noted the device was explanted and replaced. The patient had no complications before, during, and after the procedure.